Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n387549, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the patient's wound never heard properly following their replacement surgery. The patient was staying in a rehab center and a wound specialist was monitoring the patient's wound. On or around the date of (B)(6) 2015, the pump was found to be exposed through the incision/eroded through the abdominal skin at the incision site. Drainage/incisional wound opening of the device pocket, wound dehiscence and delayed wound healing were reported. It was noted the packing was ineffective at the rehab facility which led to pump exposure. The entire system (pump, pouch and catheter) were removed (surgical intervention)on (B)(6) 2015 and the healthcare professional (hcp) put in an algoline catheter and connected it to an externalized pump in order to wean the patient off of intrathecal baclofen. There were no segments of the catheter left in the intrathecal space. The patient recovered without permanent impairment.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The pump and catheter were replaced on (B)(6) 2015, on the opposite side of the infection that resulted in pump removal. The patient was receiving baclofen and was doing well.

Manufacturer narrative:
(B)(4).

Event description:
The pump was used to deliver lioresal (baclofen).